Event description:
On (B)(6) 2015, an aortic valve replacement was performed and a 23mm trifecta valve was implanted in a 66 year old male. On (B)(6) 2019, the patient presented with endocarditis and calcification was observed on the valve. The same day, a re-do avr was performed and the valve was replaced with a 23mm sorin mechanical valve and the patient is reported to be stable.

Manufacturer narrative:
An event of endocarditis and a calcified valve was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, four photos were received for analysis. Based solely on the aforementioned photos, the valve appeared to have granular nodules on the leaflets. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, an aortic valve replacement was performed and a 23mm trifecta valve was implanted in a (B)(6) male. On (B)(6) 2019, the patient presented with endocarditis and calcification was observed on the valve. The same day, a re-do avr was performed and the valve was replaced with a mechanical valve (serial number: unknown) and the patient is reported to be stable.